Manufacturer narrative:
(B)(4). Concomitant products: the patient¿s medications include; fluoxetine, pradaxa, losartan, and apresoline. (B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4). According to the gore® excluder® aaa endoprosthesis featuring c3® delivery system instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to endoleak and aneurysm enlargement.

Event description:
On (B)(6), 2017, the patient underwent endovascular treatment of an abdominal aortic and common iliac artery aneurysms with gore® excluder® aaa endoprostheses and gore® excluder® iliac branch endoprostheses. On or about (B)(6) 2017, follow-up imaging identified evidence of a proximal type I endoleak on the previously implanted trunk-ipsilateral leg component with a reported aneurysm growth of approximately 5 mm. It was reported the cause of the endoleak was due to non-circumferential wall apposition resulting from proximal neck dilatation. On (B)(6) 2017, an additional procedure was performed to treat the endoleak whereby an aortic extender component was implanted for proximal extension. Additionally, an aptus endosystem was used in an attempt to obtain better proximal wall apposition with endostaples. Final angiography showed resolution of the endoleak. The procedure concluded with no further adverse events reported, and the patient was reported to have tolerated the procedure.